Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the aliquot probe, drain, and cleaner pump. The cse ran a quick check, a dilution check, and quality controls, all of which passed. It was also discovered that the customer was performing stat spins on patient samples, which is not recommended and can cause discordant results. The cause of the discordant results is unknown. The cause of the customer performing stat spins on patient samples is a failure to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant results were obtained on multiple methods for one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an unknown instrument and different results were obtained on some methods. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.